Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/25/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon. One empty labeled winding former and a needle suture piece were received for analysis that belongs to product code eph9702h. This product code is double-armed. During the visual inspection of the returned sample, no pull-off was observed in the sample. The swage and attachment area were noted as expected. The suture was examined, and damage (crushed) was observed in some parts of the suture. Besides that, the end was found to be cut probably caused by a surgical instrument, and the other section of the sample was not returned for evaluation. Per the condition of the returned sample, the functional test could not be tested. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The problem of the suture pulling off of the needle happened in surgery. The needle did not fell into the patient. Changed another one to complete the surgery. No adverse patient consequences were reported.